Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11 c. Retainer = black. Customer returned pump for an alleged no delivery/occlusion alarm/cosmetic damage at the pump case found on aug 16, 2021. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found no unexpected no delivery/occlusion alarm in the pump history file/traces. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.4 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. No delivery/occlusion alarm was not confirmed. Cosmetic damage confirmed at the back of the pump case.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.